Event description:
The customer contacted baxter (B)(4) concerning an occurrence with the product code hrm4283p. It was reported that this disposable had a ruptured drip chamber. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of sample. The root cause is undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.